Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. The customer reported on intermittent occasions,that the wake button needed to be pressed multiple times with force before the screen turned on. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.